Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 202 mg/dl at the time of incident. The customer stated that he tried to turn the light on and he noticed that the pump started counting up and alarmed battery out limit before it went blank. The last battery change was two days ago. The display did not return during troubleshooting and the customer was advised that a replacement battery cap will be sent to him. The insulin pump was not returned for analysis.